Manufacturer narrative:
(B)(4).

Event description:
It was reported that: on (B)(6) 2023, the doctor found the luer hub has a crack during use on patient. Patient reported as fine post procedure.

Event description:
It was reported that: (B)(6) 2023, the doctor found the luer hub has a crack during use on patient. Patient reported as fine post procedure.

Manufacturer narrative:
(B)(4). The customer report of a cracked luer hub could not be confirmed through complaint investigation of the returned sample. The customer returned one hemodialysis connector assembly for evaluation. No obvious signs-of-use were observed on the returned device. Visual inspection of the connector assembly revealed no obvious defects or anomalies. No cracks were observed on the luer hubs. A lab inventory syringe filled with water was attached to the extension lines and flushed. No leaks or blockages were observed. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". A device history record review was performed, and no relevant findings were identified. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.